Event description:
Consumer asked if she could wear the snoreguard with a crown on her tooth. Advised the consumer speak to her dentist first. Consumer responded next day and said her tooth crown was lose and wanted a refund for the product.